Event description:
Globus medical received notification from a representative, via a company processing/evaluation form, that a globus manufactured spacer had collapsed after implantation. The patient underwent spinal surgery in 2008, and received the xpand spacer implant at levels 3-6 of the cervical spine (c3-c6). The patient was scheduled to undergo additional spinal surgery and received a subsequent MRI. It was reported that the MRI identified the product as "appeared to collapse." The product was removed the following month, during the subsequently scheduled spinal surgery. Globus medical was notified of the complaint and received the collapsed spacer.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint and product. A review was conducted on all applicable material records, manufacturing records, storage records, and distribution records. All records revealed the product was manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. The spacer was returned for test and evaluation. The first observation is that upon receipt, the set screw was not locked. There was visual damage to the implant (scratches) and to the set screw (fraying). On evaluation, it was determined that the implant still functioned properly and the set screw tightens when turned. Based on a record review, testing, observation, and all available information, it is determined that xpand spacer small 12x14 3.5/3.5 42-57mme design conforms to all applicable standards and there was no deviation in the manufacture process. There is no indication that the collapse was a result of product defect or malfunction. All records purport of the spacer was of the highest quality and safety.